Manufacturer narrative:
Concomitant medical products: product ID: unknown lead, implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a pocket infection. It was noted that there was pocket dehiscence associated with the pocket infection. It was also noted that there was non-isolated microorganism associated with the pocket infection. Antibiotics was administered and pharmacological therapy was changed. The status of the right atrial (ra) and left ventricular (lv) leads are unknown. No further patient complications have been reported as a result of this event.